Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 400-past value not reported). System check was performed with tandem technical support and no device issue was identified; however, customer alleged the pump was the cause.